Event description:
It was reported that the ilet pump touchscreen required excessive force to register input, consistent with a key or button unresponsive issue on the touchscreen; the user removed the screen protector, restarted the device, checked for firmware updates, and the device was replaced. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a software problem was identified in relation to the unresponsive input behavior involving the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.